Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The customer's blood glucose was unknown at the time of the incident. The customer stated that he cannula was not long as it should have been. The customer was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.